Event description:
An email was received regarding a cadd cleo infusion set with item 21-7220-24 and lot number: 4471023. On (B)(6) 2026, the patient with diabetes reported that they changed his cassette and infusion set the previous night and woke the following morning with a glucose level of 291 mg/dl. After disconnecting from the infusion site, they observed and smelled insulin. When asked how they addressed the elevated glucose, the patient with diabetes stated that they changed the infusion site, after which the glucose levels began to decrease, the current reading of 224 mg/dl, while halo reflected 216 mg/dl. The patient with diabetes requested a replacement, and the pss advised that the infusion set could be replaced. The patient with diabetes also noted that a similar issue had occurred a few weeks earlier, though they could not recall the exact date, and they was unaware that replacements were available. The pwd reported leaking around the infusion set, differences noted with the cannula, and issues with the adhesive at the infusion site. The infusion set in use was a cleo 90 infusion set, which had been last replaced approximately 24 hours prior and was worn on the body at the time of the event. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino, a white 19-year-old male, weighing 185 lbs. It was reported that the cadd cleo 90 infusion set leaked insulin at the infusion site, leading to elevated glucose levels. The patient changed the infusion site, after which glucose levels began to decrease. Patient involvement was reported, and no patient injury occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.